Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. It was identified in the clinic with drastically increased capture threshold and confirmed by x-ray. The leads were sutured down to the pocket with the same suture used to tie the device, with no slack, which then caused the dislodgement when the device settled in the pocket post-implant. No additional adverse patient effects were reported. The product is not expected to be returned for analysis.